Event description:
It was reported to philips that the device does not work. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device does not work. There was no patient involvement. The field service engineer (fse) evaluated the device it does not obtain the ECG reading. The device needs a parameter board and the ECG device cabinet connector. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013.